Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat and weight to the spec. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment a striated opening in the anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.